Event description:
The customer reported that spectrum pump serial number (B)(4) was alarming system error 322. There was no pt injury reported. No further info was available.

Manufacturer narrative:
(B)(4). The device was returned at baxter for eval. Review of the history log confirms the system error 322's that were reported. Eval was unable to determine the cause. Eval of know contributors to system error 322, has led to the determination that the upper and lower aux were the failing components and have been replaced. See scanned page.